Event description:
Caller reported cgm error 42 with their sensor. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reset the pump, and successfully started their sensor session without any further error codes.